Manufacturer narrative:
One device was received for evaluation for the complaint that the device pushed medication too fast. The complaint could not confirm or verify by reviewing the infusion history with time stamps in the pump's log. There was no 12-month service history during the review. The visual and functional testing was performed, and preventive maintenance completed. All sensors were recalibrated and loaded standard configuration. The pump passes all functional testing and no other issues found.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device pushed medication too fast. There was patient involvement but no report of patient harm.